Manufacturer narrative:
Batch # unk. We did not receive a batch or lot number for the product involved in this complaint. Therefore, we were unable to check manufacturing records for any related non-conformance. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What were the indications for surgery? What was the size (diameter) of the vein the healthcare professional was attempting to staple? Were there any clips used before firing the device? Did the entire compressed vessel fit proximal to the cut line? Were there any staple formation issues noted? If so, please describe the shape of the staples. Has the previous issue mentioned in the event been reported? What is the current patient status?

Event description:
It was reported that the surgeon used a powered vascular stapler in a vats inferior right lobectomy. He first fired on the vein and then on the artery without problem. No bleeding was noticed. After about 15 minutes the staple line on the vein opened at a point and bleeding began. The surgeon immediately converted to thoracotomy. The bleeding was controlled but the patient received a bag of blood. The surgeon explained that he hesitated to use the stapler on the vein because it was big and he already experienced once this problem. In the future, he will no more use the powered vascular stapler on big veins.

Manufacturer narrative:
Product complaint # (B)(4). Additional information requested and received: what were the indications for surgery? Don't know and not possible to find out. What was the size (diameter) of the vein the healthcare professional was attempting to staple? About 3cm. Were there any clips used before firing the device? No. Did the entire compressed vessel fit proximal to the cut line? Yes. Were there any staple formation issues noted? If so, please describe the shape of the staples. No. After firing, everything seemed ok. The staple line opened after 15-20 min. Has the previous issue mentioned in the event been reported? No. What is the current patient status? Fine as far as I know.